Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days following the implant of a transcatheter aortic valve, cerebral infarction occurred.

Event description:
It was reported that two days following the implant of a transcatheter aortic valve, cerebral infarction occurred. Additional information was received that during the implant procedure of the valve, the transfemoral approach was performed under local anesthesia. Prior to inserting a medtronic product, a non-medtronic sheath was inserted. The cusp overlap view (cov) and perpendicular view were performed with an angiogram (aog); however, the patient's blood pressure gradually decreased. Anaphylactic shock was suspected; therefore, the patient was administered a steroid and medication, but the blood pressure remained low at approximately 40-50 millimeters of mercury (mm hg). Subsequently, the patient was intubated and percutaneous cardiopulmonary support (pcps) was inserted. After pcps insertion, the patient's circulation stabilized. It was noted that no medtronic product had been used or inserted at this point. The transcatheter valve was then deployed and successfully implanted. Following the implant of the valve, the patient's hemodynamics stabilized. An intra-aortic balloon pump (iabp) was inserted to facilitate the removal of the pcps. Per the physician, the patient likely experienced anaphylaxis due to the contrast agent used. However, since the patient's blood pressure was around 80 mm hg, it was suggested that the anaphylactic shock may have been caused by a combination of factors, including the inability to withstand cardiac stress to the patient's pre-existing aortic stenosis. Additionally, the stroke was confirmed via magnetic resonance imaging (MRI). There was no treatment performed for the stroke. Per the physician, the stroke may have been due to the insertion of the pcps; however, it was unknown whether the valve and dcs contributed to the stroke. There was no patient related factors that contributed to the stroke.

Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.